Event description:
It was reported that the user experienced hyperglycemia while using the ilet after running out of insulin during an appointment and eating prior to replenishing supplies; the device displayed an out-of-drug alert and once reconnected with insulin, the pump delivered corrections and glucose levels stabilized. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included transient hyperglycemia with a highest reported glucose of 271 mg/dl and no hospitalization. Investigation included complaint intake review and user troubleshooting and education covering restoration of insulin supply and reconnection to therapy. Investigation of this case revealed user-related interruption of insulin delivery due to depleted insulin, with the device functioning as designed by alerting for out-of-drug and subsequently correcting glucose after therapy resumed. It was concluded, based on previously established findings for similar reports, that the cause was user-related depletion of insulin leading to temporary loss of therapy, not a device malfunction.